Event description:
The customer reported: "tip crashed then started jack hammering and arm would not move. When she went to reprogram the run she saw a spark from the flex cable in the back." The customer was not harmed in any way. The pt samples were moved to another instrument so there was no delay in pt sample reporting and no samples were lost.

Manufacturer narrative:
The field service representative (fse) has initiated the return of the flex cable to the manufacturer. To date, it has not been received for evaluation. The flex cable was replaced. The fse noted all settings were checked. In addition, he performed the tip handling test and random x, y, z test. All test met acceptance criteria. The prepstain flex cable is located inside an enclosed top panel of the instrument. Routine pm of the instrument was conducted (B)(4), 2012. The pm includes an inspection and cleaning of the flex cable was conducted per established service instructions (B)(4) (section 4.2.2).